Event description:
This report summarizes 141 malfunction events in which the device reportedly overheated. 109 events had no patient involvement; no patient impact. 29 events had patient involvement; no patient impact. 3 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 141 events were reported for this quarter. Product return status: 3 devices were received. 2 devices were not available for evaluation. 136 devices were evaluated based on historical data analysis. Additional information: 141 devices were not labeled for single-use. 141 devices were not reprocessed or reused.